Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20260. It was reported the patient experienced ineffective stimulation through the peripheral leads(off-label). Subsequently, the patient underwent surgical intervention where the leads were explanted and replaced which resolved the issue. Reportedly, the patient had effective stimulation postoperatively.